Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.

Manufacturer narrative:
Concomitant medical products and device evaluated by MFR the reported event that 6.5mm center screw - 24m m was alleged of 'implant - loose' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Further information such as medical records, x-rays, surgery reports or progress notes will not be released from the hospital. Thus, a medical statement was not possible. A more precise evaluation was not possible. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device was not returned.